Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input and also there was no response from any button. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to moisture damage on the electronic assembly. We were unable to perform the self and displacement tests due to the unresponsive button. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage was found on the keypad assembly.